Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that "recently" the caller was experiencing pain in their right groin area. Caller stated they were concerned the lead had migrated, but weren't sure and caller did mention they think adjustment of therapy was needed. Caller stated that the groin area pain is a "5" on a 1-10 scale and that it is "pretty painful" and difficult for them to sit down. Caller stated they first noticed the pain "probably 6 weeks ago" caller also said "maybe as many as 8 weeks ago" but stated they didn't think it had been that long. Caller said they had turned ins therapy off and that made their pain "fine", but then they started having bladder leakage again. Caller said that when they turned it back on they had it at a stimulation that seemed to be "pretty effective," but that then they had the pain so they decreased stimulation. Reviewed program options and function. Caller stated they think their healthcare provider (hcp) had changed programs for them "within the first 6 weeks" of having ins. Caller changed programs and adjusted therapy so they could feel stimulation and it was comfortable. Caller stated they could feel "mild tingling" but it was not painful. Call was disconnected. Called caller back and they stated that just after call was disconnected they had pain going down the inside of their right leg down to their ankle and some numbness in toes, caller stated this had gone away by the time of the call back. Reviewed decreasing stimulation if needed. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Continuation of concomitant medical product: product ID neu_unknown_lead, lot#, serial# unknown, implanted:, explanted:. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.